Manufacturer narrative:
No consequences or impact to patient. Positioning difficulties. A visual examination of the returned device revealed multiple bends from the distal tip through the stretched coil. Scraped ptfe coating is present over the length of the device, with the greatest concentration distal to the stretch damage. Except where noted, the joints and wire are visually and dimensionally correct. The cause of the reported malfunction is attributable to constraint of the proximal end of the device during use, consequently becoming damaged when the stent was manipulated to withdraw it off the guidewire.

Event description:
An enteral guidewire device was used during a colonoscopy with stent placement procedure on a female patient in 2008. (Patient age and weight unknown) according to the complainant, during the procedure, the wallflex stent would not pass over the guidewire. The wire was replaced with a hydra jagwire, and then placed the stent over the second wire. The stent was successfully placed once the second wire was used. No patient complications were reported as a result of this event.